Event description:
It was reported one month after implant that the patient's right ventricular (rv) lead dislodged as evidenced by undersensing. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.